Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was placed and tip was deployed, however re-positioning was performed for optimal thresholds. When re-position was attempted the tip would not retract appropriately. The rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Analyst commented, lead returned with the helix fully retracted and tissue/blood visible in it. Removed tissue/blood with alcohol, helix extended and was seen to be bent. Damaged at implant attempt.